Manufacturer narrative:
Concomitant product: 429888 lead, implanted: (B)(6) 2016.

Event description:
It was reported that during use the implantable pacing lead (ipl) the lead exhibited p-wave under-sensing during arrhythmia and later reported p-wave under-sensing with possible rapid ventricular response (rvr). The ipl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.